Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(4)-2010 02:15:03. Daily hv-lead impedance trend data shows a small spike increase above the alert level for svc defib=86 to 102 ohms between (B)(4)-2010, then returns to the baseline of 84 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had increasing impedance, triggered an impedance alert, and may be experiencing some sensing difficulty. It was further reported that the patient has demonstrated some premature ventricular contractions. The lead remains in use and no patient complications have been reported as a result of this event.